Event description:
During cardiac catheterization, 5 french williams right (wr) angiographic catheter broke in half while attempting to gain access to the ostium of the right coronary artery. Several attempts were made to remove the remaining piece. Vascular consult obtained and recommendation made to transfer pt to tertiary care. F/u with physician at (B)(6) 2013; pt is doing well. She had the remaining catheter removed and had stenting as planned. She is expected to go home tomorrow.